Manufacturer narrative:
Evaluation conclusion codes field (h6) corrected.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with pain and an inability to penetrate. The device was explanted and replaced with an inflatable penile prosthesis (ipp). There were no additional patient complications reported.

Event description:
It was reported that the patient with this tactra penile prosthesis presented with pain and an inability to penetrate. The device was explanted, and there were no additional patient complications reported.